Manufacturer narrative:
Concomitant medical products: product ID:37713, product type: pain stim ipg, implant date: (B)(6) 2008; product ID: 39286-65, product type: pain stim lead, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they could not send a transmission. The implantable pulse generator (ipg) exhibited possible telemetry issue. The ipg remains in use. No patient complications have been reported as a result of this event.